Event description:
It was reported the patient's blood glucose level rose to 24.8 mmol/l (446.4 mg/dl) while wearing the pod between 25 and 36 hours. The patient noticed insulin leaking. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. No timeouts or drive stalls were seen in the download data. The cause of the reported dislodged cannula could not be conclusively determined. The fluid path was tested for leaks. No leaks were found.